Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
Healthcare professional reported a "rupture/deflation¿. This record is for the left side. The device was explanted.